Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of lot 46258be00 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Testing included one seroconversion panel set, sid (B)(6) . The same bleeds were detected with the complaint lot as historical data listed in the alinity I toxo igg package insert. Based on the investigation, no deficiency for lot number 46258be00 was identified.

Event description:
A patient disputed nonreactive alinity I toxo igg results because testing at another facility was reactive. The following data was provided. Alinity I toxo igg february 14, 2023: sid (B)(6) toxo igg result = 0.0 iu/ml (nonreactive). April 20, 2023: sid (B)(6) toxo igg result = 0.1 iu/ml (nonreactive). May 24, 2023: sid (B)(6) toxo igg result = 0.1 iu/ml (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p45-22, that has a similar product distributed in the us, list number 07p45-40.

Event description:
A patient disputed nonreactive alinity I toxo igg results because testing at another facility was reactive. The following data was provided. Alinity I toxo igg: (B)(6) 2023: sid (B)(6), toxo igg result = 0.0 iu/ml (nonreactive). (B)(6) 2023: sid (B)(6), toxo igg result = 0.1 iu/ml (nonreactive). (B)(6) 2023: sid (B)(6), toxo igg result = 0.1 iu/ml (nonreactive) . No impact to patient management was reported.